Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads showed mirror noise due to insulation loss of the leads and the coils physically touching; causing inappropriate mode switching. There was also oversensing noted on the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that chest muscle contractions were noted during the patient's follow up with the physician. The right atrial (ra) lead and right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.